Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a pinhole on the bending section cover rubber the water tightness was lost, due to clogging of the nozzle the water removal ability did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the adhesive around the objective lens was peeled, due to a scratch on the objective lens the image has a partially dark area, the objective lens had discoloration, due to dirt on the objective lens there was a lack of image on the monitor, due to a scratch on the objective lens a flare occurs, the light guide lens had a crack, the adhesive around the light guide lens was peeled, the light guide lens had discoloration, the plastic distal end cover had a scratch, the scope connector cover unit had a scratch, the lock engagement lever and knob had a scratch, the right/left and up/down knobs had a scratch, the flexibility adjustment ring had a scratch, the switch box had a scratch, the suction cover had a scratch, the scope connector had a scratch, the universal cord had a scratch and a wrinkle, the grip had a scratch, and the control unit had a scratch. The customer cleaned, disinfected, and sterilized the device with no pre cleaning delay. The air/water nozzle was flushed with air/water and immersed the device in detergent, wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges with no abnormalities observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a pinhole in the tip. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.